Event description:
It was reported that high, out of range high voltage lead impedance was observed. The lead was capped and replaced. During the revision procedure, a small loop was noticeable on the distal end and suspected to have put stress on the lead. Patient condition was good after the event.